Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device emitted beeping tones due to the detection of high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed possible causes of the observed high out-of-range shock impedance measurements. The clinic plans to continue monitoring the patient via remote monitoring. This device remains in service. No adverse patient effects were reported.

Event description:
Analysis performed on the right ventricular (rv) lead revealed calcified body fluid on the entire distal shocking coil. Testing showed that as the calcified material was removed, the impedance measurement dropped. Analysis determined that the calcification may have caused or contributed the reported high shock impedance measurements. The device remains explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates that the right ventricular (rv) lead and device were explanted. No additional adverse patient effects were reported.